Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown at this time. Problem code 2976 captures the reportable event of peg tube kinked. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive three-port through the peg jejunal tube was being used during a procedure. The exact procedure date is unknown; however, it was reported that the device was in use for a month. According to the complainant, the jejunal tube was checked during a regular replacement. During the check up, they were able to advance the guidewire but the water could not be introduced as the tip of the tube was kinked. The procedure was completed with a new endovive three-port through the peg jejunal tube. There were no patient complications reported due to this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown at this time. (B)(4). Visual examination of the returned device revealed no visual defects. The device looks under good conditions without evidence of damages or anomalies. The product was specifically inspected for kinked or flattened sections and none of these failures were detected. The complaint was not consistent with the reported event of kinked feeding tube. Based on all gathered information, therefore, it was concluded that the investigation conclusion code of this event is no problem detected since the device complaint or problem cannot be confirmed.

Event description:
It was reported to boston scientific corporation that an endovive three-port through the peg jejunal tube was being used during a procedure. The exact procedure date is unknown; however, it was reported that the device was in use for a month. According to the complainant, the jejunal tube was checked during a regular replacement. During the check up, they were able to advance the guidewire but the water could not be introduced as the tip of the tube was kinked. The procedure was completed with a new endovive three-port through the peg jejunal tube. There were no patient complications reported due to this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.